Event description:
Information was received from a patient (pt) via friend/family member who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were not getting the coverage that they were getting before. Patient stated they were still in pain and the coverage was not covering what they needed. Patient was redirected to their healthcare provider (hcp) to further address the issue. Pt was escalated and stated they met with their rep last wednesday feb 21st 2024 who reprogrammed them, but it wasn't enough. Pt stated they did not want to bump up their stim because that will cause them to charge more. Pt was upset by how they have to charge implant every 2-3 days, compared to their old non rechargeable implant. Agent attempted to help pt troubleshoot long charging time, pt was escalated and wanted to speak to manager. Agent reviewed info and documented info given. The patient's friend/family member (pt rep) called and repeated previously documented information. They were going to transfer the p atient (pt) through to agent, but pt was not on other line. Rep reported pt wanted a new battery because they had to charge every 2 days (agent understood pt meant the ins, based on most recent call history). Pt rep provided callback number as listed in phone 2. Agent called provided number - no answer. Agent left voicemail providing patient services phone number. It was reported that 2 days it was not 100%, only 90%. Patient stated it took 30 minutes to 45 minutes. Additional information was received from the patient. When asked if the cause was determined they responded "no, not fix." Patient stated "change settings nothing much was change. No transpation." Issue is not resolved. Patient called back and repeated previously documented information. Patient stated they still were having to charge ins for 45 minutes to get from 80-100% and they have to stand up while charging and it "goes offline" if they make a wrong movement. Patient stated they typically have good charge quality and it will go to excellent at about 100%. Patient mentioned their manufacturer representative (rep) instructed them to ice the implant area for 30-60 minutes prior to charging, but that did not help. Patient stated healthcare provider (hcp) told them the amount of "skin" between ins and recharger should not have any effect on their charging. Agent reviewed recharger best practices, including turning stim off while charging and allowing controller screen to darken and patient stated they will try those best practices. Additional information was received from the patient. Patient clarified that they can't move or the ins would stop charging when trying to get it charged to full. Patient reported they have tried changing modes, none worked, and they have tried everything.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.